Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pacemaker pocket became red, painful, and swollen shortly after the implant procedure. It was determined that the device pocket had a fungal infection and a revision procedure was performed. The physician cleaned out the device pocket and put the pacemaker in an antibiotic pouch. It was noted that the physician did not think the right atrial (ra) and right ventricular (rv) leads were infected. The patient's leads are non-boston scientific products. The procedure was successfully completed and the pacemaker system remained in service. After the revision procedure, the patient experienced tiredness with physical activity, and their heart rate was at 68 beats per minute (bpm). The device was reprogrammed, which resolved the patient's symptoms. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that this pacemaker system was explanted due to infection and sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
Additional information was received which indicated that this pacemaker system was explanted due to infection and sepsis. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker pocket became red, painful, and swollen shortly after the implant procedure. It was determined that the device pocket had a fungal infection and a revision procedure was performed. The physician cleaned out the device pocket and put the pacemaker in an antibiotic pouch. It was noted that the physician did not think the right atrial (ra) and right ventricular (rv) leads were infected. The patient's leads are non-boston scientific products. The procedure was successfully completed and the pacemaker system remained in service. After the revision procedure, the patient experienced tiredness with physical activity, and their heart rate was at 68 beats per minute (bpm). The device was reprogrammed, which resolved the patient's symptoms. This pacemaker remains in service. No additional adverse patient effects were reported.